Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, only 1 proglide smc device was used with a sheath over 8f. It should be noted the electron-ic proglide instructions for use (IFU) states: ¿for access sites in the common femoral artery using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required.¿ in this case, it is unknown if the IFU violation contributed to the difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. H6: medical device problem code 1494, indication for use.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide device after an extracorporeal membrane oxygenation interventional procedure with a 15f sheath. Reportedly, a suture break occurred. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.